Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced air embolism and right-sided weakness. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall ablation procedure a faradrive sheath was used. The sheath was prepared with no issues, including during air aspiration with a 20cc syringe and submerging the sheath in saline to ensure the valve was in working order. The procedure was completed after about two hours with 60 ablations performed. About four hours after the procedure, it became known that a lot of air had been introduced into the patient and the patient had new onset right-sided weakness. An unenhanced computed tomography (CT) scan of the brain was performed followed by an angiogram of the brain. Trace free gas within the left pituitary sella was left to be iatrogenic. There was no definite fracture line or air-fluid level seen in the adjacent sphenoid sinuses. Several tiny air locules were also seen possibly within the bilateral draining next veins. Age-related involutional changes were observed. Mild periventricular and a few scattered bilateral striatocapsular and external capsular hypodensities were non-specific. No acute infarcts, hemorrhage, mass effect, midline shift or hydrocephalus were observed. It is unknown if any medical intervention was performed or if the patient was hospitalized, but the patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the patient experienced air embolism and right-sided weakness. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall ablation procedure a faradrive sheath was used. The sheath was prepared with no issues, including during air aspiration with a 20cc syringe and submerging the sheath in saline to ensure the valve was in working order. The procedure was completed after about two hours with 60 ablations performed. About four hours after the procedure it became known that a lot of air had been introduced into the patient and the patient had new onset right-sided weakness. An unenhanced computed tomography (CT) scan of the brain was performed followed by an angiogram of the brain. Trace free gas within the left pituitary sella was left to be iatrogenic. There was no definite fracture line or air-fluid level seen in the adjacent sphenoid sinuses. Several tiny air locules were also seen possibly within the bilateral draining next veins. Age-related involutional changes were observed. Mild periventricular and a few scattered bilateral striatocapsular and external capsular hypodensities were non-specific. No acute infarcts, hemorrhage, mass effect, midline shift or hydrocephalus were observed. It is unknown if any medical intervention was performed or if the patient was hospitalized, but the patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the reported air embolism and right-sided weakness are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that air embolism and right-sided weakness are addressed as a potential procedural complication when using the faradrive sheath. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of air embolism and weakness are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of air embolism and right-sided weakness are known inherent risks of the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: injury due to embolism/thromboembolism/air embolism/foreign body embolism." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.